Manufacturer narrative:
This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
This report is being filed after the review of the following journal article: watkins IV, r.g. Et al (2006), anterior instrumentation for thoracolumbar adolescent idiopathic scoliosis: do structural interbody grafts preserve sagittal alignment better than morselized rib autografts?, spine, vol. 31 (20), pages 2337¿2342 (united kingdom). The aim of this retrospective, sequential cohort study is to determine if structural grafts were more effective than morselized rib graft in preventing kyphosis. Between 1995 to 2001, a total of 34 patients (3 male and 31 female) with an average age of 15.8 years (range, 10.8¿21.8 years) were included in the study. 16 patients received a structural cage, such as femoral ring allograft or syncage (synthes, switzerland) or moss miami cage (depuy acromed, raynham, ma), to preserve lordosis in levels below t12. 18 patients received only morselized rib graft. The average follow-up was 2.8 years (range, 2.0 ¿5.5 years). The following complications were reported as follows: structural graft group: 2 patients had radiographic pseudarthrosis. This report is for an unknown depuy spine moss miami cage. This report is for one (1) unknown cage/spacer. This is report 1 of 1 for (B)(4).